Manufacturer narrative:
(B) (4). The customer's product has been requested back for investigation. A follow up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa17aug2007 letter.

Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. The meter is exhibiting signs of a damaged display. There was no report of death, serious injury or mistreatment associated with this event.